Event description:
Med record review 10/22/97. Operative note states "the internal carotid artery was identified and the anuerysm could be seen projecting upward and medially near the offtake of the ophthalmic artery, but the proximal neck of the anuerysm could not be clearly visualized. The operating microscope did not provide clear visualization. The dura over the anterior clinoid was cauterized, cut with a #11 knife blade, scraped off with the pancake dissector and drilled off. During the drilling there was a 3-4 mm tear in the internal carotid distally above the anuerysm."